Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the ensite case study was returned and reviewed. Force measurements exceeded the recommended parameters of force during ablation per the tactiflex catheter instructions for use (IFU). In addition, lesion times were applied at a power setting that exceeded the recommended maximum lesion time for that wattage, per the tactiflex catheter instructions for use (IFU). However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
This device is part of the (B)(6) study. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following a pulmonary vein isolation procedure, the patient complained of chest pain. An echo was negative for pericardial effusion, but the electrocardiogram was indicative of pericarditis. The patient was treated with toradol, and they were discharged in stable condition. Six days post procedure the patient presented to the hospital with chest pain. Bloodwork showed elevated troponin and c-reactive protein. A chest computerized tomogram showed a large pericardial effusion and small bilateral pulmonary effusion. The patient was hospitalized. There were no allegations of performance issues with any abbott device.